Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and other bacterial infections. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this former pd patient was hospitalized on (B)(6) 2022 for a pulmonary infection and abdominal pain with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with staphylococcus aureus and acinetobacter in the cultures and a wbc count of 135/mm3 with 75% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient developed a pulmonary infection that was unrelated to pd therapy. During this pulmonary infection, the patient did not wear a mask during pd therapy which caused a cross-contamination of infectious pathogens. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg every five days, and he was transitioned to intravenous antibiotics (types, dosages, frequencies, and duration not reported) while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until his pd catheter (not a fresenius product) was removed due to the severity of this infection (date of procedure unknown). The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had and uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s pulmonary infection, peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd on an in-center basis post-discharge with no plan to return to pd therapy.